Event description:
It was reported that the patient's wound had been open since surgical implant so she had the wound site revised. No further relevant information has been received to date. No further relevant surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
Upon follow-up, the surgeon's office said that they weren't sure the cause of the dehiscence wound but the patient caregiver didn't report any issues with picking. They said that they weren't sure if the patient was rejecting the device, but that the wound never healed properly from surgery. They said that last the patient did have some drainage and so they put the patient on antibiotics. The patient's lead and generator was explanted due to infection. At first he surgeon wanted to preserve the leads , but after he opened the generator pocket the was quite a bit of infection and he decided to cut the lead. The generator's device history records were reviewed. Sterility of the generator prior to release for distribution was verified. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.